Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the patient's right heart failure did not exist pre-left ventricular assist device implant and that it was unknown if the device caused or contributed to the failure. The patient experienced symptoms of swelling in legs, shortness of breath, fatigue, loss of appetite, and low flow alarms. Death was not considered to be device related and was said to have been operating as expected. It was also said that the patient had a history of thrombus in outflow cannula and was off anticoagulation due to recurrent gastrointestinal bleeds.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away in hospice care due to withdrawal from care and the pump was turned off. The patient was in terminal right heart failure.

Event description:
It was additionally reported that thrombus in the outflow cannula was diagnosed on (B)(6) 2019 (reported under MFR #: 2916596-2025-06148). It was also reported that the patient was taken off anticoagulation due to gastrointestinal bleeds beginning in (B)(6) 2018 and an inferior vena cava filter was placed on (B)(6) 2025 (reported under MFR #: 2916596-2025-06182).

Manufacturer narrative:
Section a4: patient weight corrected. Section d5: operator of device corrected. Section h6: health effect - clinical code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. Heartmate ii lvas, serial number (B)(6), will not be returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate ii lvas patient handbook, rev. C, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 ¿introduction¿ of the IFU lists adverse events that may be associated with the use of heartmate ii lvas, including death, and right heart failure. Section 6 of the IFU ¿patient care and management¿ discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.